Event description:
Customer reports to have been stuck in the prime rewind loop; customer reports that insulin continued to drip after motor stopped during priming. Customer states that her a1c1 hemoglobin was high and if after seeing her healthcare professional and a1c1 remains high, then customer will call back to troubleshoot for no delivery. Customer is very concerned about her high blood glucose which ranged from 152 mg/dl to 298 mg/dl. Customer requested to have insulin pump replaced. No further information provided.

Manufacturer narrative:
Pump passed displacement test, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test. Pump primed properly noted. Pump received with minor scratched display window. Pump received with cracked reservoir tube lip.(B)(4)